Manufacturer narrative:
(B)(4). Per the instructions for use, valve embolization is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the embolization was attributed to stored tension in the delivery system after making positioning adjustments to move the valve more aortic during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the sapien xt valve embolized into the aorta. The valve was anchored to the descending aorta and a second xt valve was deployed. Initially, 23 x 4 balloon was used for uncomplicated bav. The 26mm sapien xt valve was prepped in standard fashion (nominal volume) on a nf+ delivery system. The valve was advanced into position 50:50 for deployment. Ventilations were held, rapid pacing was performed. Per report, there was good capture and the patient¿s blood pressure dropped. The valve was slowly inflated but it shifted ventricular; therefore, the operator adjusted the valve aortic. The valve was slowly inflated again; when it was approximately 40-50% inflated it "jumped" aortic and embolized into the ascending aorta. A 25x6 z-med balloon was used to secure the valve, in descending aorta. The second sapien xt valve was then introduced into the patient. Ventilations were held, rapid pacing occurred with good capture, and the valve was inflated with a slow deployment. The final result was a 50:50 position across the native annulus, with mild pvl. The patient remained stable throughout the procedure. The valve embolization was attributed to stored tension in the delivery system after making positioning adjustments to move the valve more aortic during deployment. The native annulus measured 22.7mm x 28.4mm by CT and had a valve area of 491mm2. The native aortic valve/ leaflets were moderately calcified. The image intensifier angle was noted to be good, coaxial alignment of the delivery system and valve was good, ventilation was held and there was no loss of pacing capture during valve deployment.